Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to supraventricular tachycardia (svt) and noisy signals oversensing. Boston scientific technical services (ts) recommended reprogram options. This s-ICD remains in service. No adverse patient effects were reported.